Event description:
The customer reported that the system crashed (locked-up). There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 power supply was identified as being faulty and a replacement part was ordered. No conclusion can be drawn as repair info is unavailable at this time.